Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the surgeon fired the stapler with a blue 60 reload and the stapler jaw would not open. The customer had to call technical support and hit the red emergency button and twisted the knob on the stapler to release the jaw. Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA had been issued requesting to have the isi device returned; however, isi has not received the RMA at this time to confirm/identify the failure mode. This complaint is considered a reportable event due to the following conclusion: it was alleged that a staple became stuck and/or lodged to the reload cartridge after firing with unknown cause. Medical intervention may be required in the event that the staple(s) cannot be released from the target tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon fired the stapler sureform 60 with a blue 60 reload and the stapler jaw would not open. The customer had to call technical support and hit the emergency button and twisted knob on the stapler to release the jaw. The procedure was completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument was not inspected prior to use. The stapler fire that was involved with the reported event was the second fire. The stapler instrument did work, and the surgical task being performed at the time of the event was stapling part of the stomach. The tissue was not calcified, not exposed to radiation or chemotherapy, tissue tension, or tissue bunching. The reported event did not evolve a partial fire. The stapler instrument was stuck on the tissue, but the reported issue was resolved by the jaws being opened manually with the emergency release knob. It is unsure if there was any error/messages that were generated when the stapling issue occurred since the reported issue was called in after the procedure. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing stapling line. There was no buttress material used. It is unknown if the surgeon experienced any clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line during the stapler issue. There was no unplanned tissue removal due to the stapler firing failure. It is unknown if the stapling issue resulted in holes/gaps (approximated tissue) in the staple line or was intervention was taken. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.